Event description:
Customer reported receiving inaccurate low glucose readings (100 & 125 mg/dl) from their freestyle flash meter. Customer reported experiencing symptoms of cold sweat, chills and "felt bad". Customer reported she was diagnosed with diabetic ketoacidosis at the hospital and put on insulin pump with bed rest. It is unk if the adc meter readings are related to reported event or not, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation a follow-up report will be filed once investigation results are available.